Event description:
Reporter called because "I got an er1 message when I used the control solution." It was determined that the caller was using onetouch solution with a surestep meter. Subsequent follow up reported that using correct surestep control solution "hasn't seen the er1 message since."